Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that 2 of their sensors did not work at all. The first sensor was a fraction of it's normal length while the second sensor's cannula was not present at all. The customer's blood glucose level was 5.8 mmol/l. They will be sent a replacement for their sensors. They were advised to call back for further issues. The product will not return for analysis.